Manufacturer narrative:
The fse arrived onsite site and replaced the oil mist filter to resolve the haze/mist issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. This report was initially reported on 8/27/2020 and is related to manufacturer report number 2084725-2020-00056 (asp complaint ref #: (B)(4)). Asp complaint ref # for this report: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad® 100's sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional information was received that the catalytic converter was replaced in addition to the oil mist filter to resolve the haze/mist issue. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). ¿ trending analysis of the haze/mist issue for the sterrad 100s unit was reviewed within the past six months and no significant trend was observed. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the part was not available for return. The assignable cause of the haze/mist issue is the oil mist filter and catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. Asp complaint ref #: pc-(B)(4).